Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user. No intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Endoscope was used to confirm the position of the capsule prior to placement. Lubrication was used to facilitate placement of the capsule. The capsule will be returned for investigation.

Manufacturer narrative:
This report 9710107-2020-00041 was sent in error as a duplicate for MFR report number: 9710107-2020-00042, any additional information received in the future will be captured and submitted under the report number 9710107-2020-00042.